Manufacturer narrative:
Corrected data: h6: patient code 1766 should be in the previous MDR. Claim# (B)(4).

Manufacturer narrative:
One similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -7.50/1.5/086 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Low vault was observed. Lens remains implanted. Cause of the event is reported as unknown. Reportedly, lens exchange to occur.

Manufacturer narrative:
Additional information: b5- "on (B)(6) 2020 an icl implantation in the right eye with a larger lens was performed." Claim# (B)(4).

Manufacturer narrative:
Corrected data: b4- "16-jan-2020" should be corrected to "15-jan-2020" in the initial MDR. G4- "16-jan-2020" should be corrected to "15-jan-2020" in the initial MDR. Additional information: b5- "on (B)(6) 2020 the lens was explanted with a plan for exchange. However, the patient developed an intraoperative cataract during explantation and the decision was made to abort implantation of replacement icl." H6- patient code 3191: secondary surgical intervention; lens explant. Claim# (B)(4).